Event description:
It was reported that the patient presented for right atrial (ra) lead revision. It was noted that the ra lead exhibited failure to capture due to high capture threshold. Furthermore, the ra lead exhibited poor sensing. It was noted that the helix of the ra lead was not fully retracted when explant. The ra lead was successfully explanted and replaced. The patient status throughout the procedure was unknown.

Manufacturer narrative:
The reported events were failure to capture, p-wave amp variation and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil inside the connector region was overtorqued and the helix was stretched/bent consistent with procedural damage. The reported events of failure to capture and p-wave amp variation were not confirmed. Electrical testing of the lead did not find any indication of conductor fractures, however an internal short was noted between conductor paths due to overtorqued inner coil inside the connector region consistent with procedural damage. No other anomalies were found.